Event description:
The user facility in canada reported the surgeon verified the resident's work with a rasp on the patient's nose, and noticed a piece of the rasp missing from the instrument once removed from the patient. It was found in the patient. An x-ray confirmed that no smaller fragments had been retained. It appears that all fragments were removed.

Manufacturer narrative:
This investigation is ongoing.

Manufacturer narrative:
The rasp has a tungsten-carbide insert which is inserted into the steel. The instrument was received with part of the tungsten-carbide insert missing due to excessive mechanical force. There was no assignable cause to the complaint. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.